Event description:
On (B)(6) 2012, during a manual download of the device logs, a high drain error 178 was found in the alarm logs only that occurred on (B)(6) 2012 @ 18:07. Master eval (B)(4) opened for the customer reported issue no display. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the high drain 178 alarm found in the device logs. The cause of the high drain 178 alarm identified in the device log was determined to be caused by a double ultrafiltration (uf) due to an incomplete therapy. It was determined not to be an iipv incident. The device was sent to service where the digital pcb assembly will be replaced.

Manufacturer narrative:
(B)(4). Additional information was received from the baxter engineer. The report of high drain error 178 found in the alarm logs occurred during testing. The assignable cause for the error was determined to be caused by a double ultrafiltration (uf) due to an incomplete therapy. It was determined not to be an increased intra-peritoneal volume (iipv).